Manufacturer narrative:
(B)(4). Visual examination of the returned product identified the device exhibits signs of repeated use (nicked or gouged) and is fractured on the medial & lateral side of the post and post feature fractured off. The complaint is confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on (B)(6) 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported the trial snapped under the pressure when the surgeon attempted to remove during an initial surgery. No pieces fell in patient and there was no effect to the case.